Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the promus element 3 x 24 mm stent delivery system was returned for analysis. A visual and tactile examination of the device found that there was no hypotube kinks noted. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined and distal stent damage was noted. Stent strut rows 1 to 5 at the distal end of the stent were damaged and bunched proximally along the balloon; such the distal edge of the stent was now situated 2 mm proximal to the proximal edge of the distal markerband. The undamaged section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. No issues were noted with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2017. It was reported that crossing difficulties were encountered. Patient presented with coronary artery disease. Vascular access was obtained via the radial artery. The 24 x 3 mm and de novo target lesion was located in the left anterior descending artery (lad). A 3.00 x 24 mm promus element ¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 2.75 x 24 mm promus element ¿ des. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal stent damage.